Event description:
The pt was experiencing continuous back pain and loss of symptom control. The pump contained diamorphine 5mg/ml and clonidine 2.5mg/ml. "Pump appeared on examination to have stopped working and not delivering the drug." The pump was explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when additional info received.